Manufacturer narrative:
A boston scientific technical services consultant discussed the rate of the vt and suggested reprogramming the av delay to address the clinical observations. The caller will discuss this with the patient's physician. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that a boston scientific sales representative was contacted for device evaluation for this patient. The representative stated the patient is in the intensive cardiac unit (ICU) and believes he has been there since the system was implanted. Device evaluation noted an ap spike in the qrs and vp in the t-wave. The patient went into polymorphic ventricular tachycardia (vt) and required an external shock.